Manufacturer narrative:
Evaluation summary: this report is based on information provided by the complaint tracking system. The product sample was not returned to the medtronic laboratory; however, a graph of the study was provided by the customer for analysis. The returned sample did not meet specification as received by medtronic. The reported condition was confirmed. The investigation confirmed the fault reported by the customer, but per the sample received the investigation cannot determine the cause for the early detach reported. The investigation identified the cause of the reported event to be capsule detached early. The failure identified is captured in the current risk management file (B)(4) and found acceptable. No update to the risk management file is required at this time. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was detached from the patient's esophagus prior to the end of the procedure. There was no patient and user harm. A repeat procedure will be performed on a different day.